Event description:
It was reported that a 41 cm (16") bifuse add-on set w/2 bag spikes, 2 clamps (red, blue), vented cap generated a break during patient use. The reporter stated "description of the event as reported: non-chemotherapy and normal saline connected via spike and line (bifuse). The nurse touched the line to the normal saline bag which disconnected from the spike. Normal saline then leaked onto the floor, whilst the infusion kept running. Infusion completed; non-chemotherapy bag replaced with normal saline for a flush. Treatment completed". The set was used for non-chemotherapy treatment infusion. The account manager also mentioned that the spike broke off. There was no patient harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
The event related to ¿cassette failure¿ was analyzed and according to the assessment performed it was determined that this event was not caused during the manufacturing process because of the following probable causes: 1- cassette warpage: since the measure of warpage exceeds 0.005 inches, the cassettes are considered as warpage. This deformation was not caused during the manufacturing process because the production floor has controlled temperature conditions; for that reason, the manufacturing process was discarded and the probable cause of warpage is caused by exposure to excessive heat during transportation. Therefore, this complaint can be confirmed, and the probable cause of the cassette's failure is due to the warpage of the cassette by exposure to excessive heat during transportation. A batch record review was performed on the final job number 5935503, list number 142129291 and it was manufactured between 06/28/2022 to 07/18/2022 and the visual and physical evaluation performed by manufacturing quality (mq) indicates that the product met the specification requirements, and no similar defects were found. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D4 - primary UDI number: unknown.